Manufacturer narrative:
D10 concomitant products: sigtrsb60amt sigtrsb60amt 60mm med thk reinforced rel - (lot#n4f1778y); sigadaptxl sig power sigadaptxl linear xl adapter - (serial# (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic gastric bypass, during stapling of the stomach, after firing, the reload was extremely slow to retract at an articulated angle. After slow retraction, the surgeon stated that the reload did not un-articulate while holding up on the trigger longer than three seconds. It did very slowly un-articulate using the left push direction of the trigger. After the case, the sales representative reviewed the reload on the powered stapler, after fully articulating the reload, and using the three second ¿up¿ hold, the reload kept significant articulation memory at zero. There was no patient injury.